Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that upon receipt or unpacking, the hf-resection electrode loop had defective electrode when unpacked. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the final investigation. Following field was update:, g4, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure found during investigation was confirmed. According to the investigation, the customer failure and determined the following cause: "the fork of the electrode was twisted, and the proximal end of the electrode is bent because of external force. The root cause could not be identified. According to the investigation the most probable cause of the complaint is that the cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.